Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a loud noise and shuts down. No patient involvement. A getinge field service engineer(fse) unable to duplicate failure.- downloaded error logs. Complete cardiosave pm to factory specifications. Device passed all functional and safety tests according to factory specifications. Ran device in internal trigger mode for 48 hours. Device was returned to customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) makes a loud squealing noise and "shuts down" when placed in rescue mode. There was no patient involvement.